Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data base bloating occurred because purge wasn't functioning. A technical support specialist decrypted the station database and backed it up locally, ensuring no transfer to ephi, in accordance with knowledge article (how to decrypt station db for backup). Following this, the station was data synced with the server using the standard synchronization procedure outlined in knowledge article (proper datasync procedure & how to place new db in es station), ensuring that the database was not dropped during the process. A new folder was then created in ephi, and all med application logs from the station were transferred to it. This step was taken in preparation for the potential application of knowledge article (retrieving missing transactions from medapp and pas debug logs), as transactions performed while the device was at 10 gb could have gone unrecorded, potentially leading to unexplained discrepancies. Once the synchronization was completed, a notification was sent via email and teams chat to confirm that the process had been finished. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, database bloating occurred because purge wasn't functioning. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.